Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-06172. Reference MFR report: 1627487-2014-06174. It was reported the pt's scs sys was removed due to increased pain. It was noted the pt was treated with injections and pain medication to treat the pain. The pt reports he continues to experience burning pain in his back and sides post scs system removal.